Event description:
Caller reported they did not see drops of insulin at the end of the tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer¿s blood glucose level. Cts assisted the caller in completing the load process and resuming insulin by guiding them through filling and loading a new cartridge on the pump.